Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump was dropped and broke into 4 pieces. Customer's blood glucose level was 239 mg/dl. The customer disconnected from the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a cracked and bleeding lcd board glass, a severely scratched display window, cracked battery tube threads, a cracked reservoir tube lip, a broken off end cap, and a broken solder joint on the interface board.